Manufacturer narrative:
Event/therapy date (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking during use. The exact location of the leak is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.